Event description:
It was reported the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Programming changes were discussed; no changes or interventions were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.